Event description:
Patient developed fever to 104 degrees on the day after their 2nd column treatment. Patient was hospitalized, administered antibiotics and their central venous catheter was removed. Initial blood cultures were negative, company unable to obtain results from catheter tip. Patient responded well to treatment.